Manufacturer narrative:
The system was evaluated by a ge field engineer. There was no system malfunction. To prevent a closed loop, the appropriate padding protocol as defined in the magnetic resonance safety guide was not used.

Event description:
It was reported that a patient sustained a burn and blister to his right thigh and thumb during a mr exam. The patient's thumb was touching his thigh, creating an anatomical loop, and causing a contact point burn. Medical treatment was given following the injury.